Manufacturer narrative:
The manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that "the safe clip needle clipper device will not lock, the top piece flips open after the needle is clipped" on a bd safe-clip¿ needle clipping & storage device. No serious injury or medical intervention was reported.

Event description:
It was reported that "the safe clip needle clipper device will not lock, the top piece flips open after the needle is clipped" on a bd safe-clip¿ needle clipping & storage device. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 4203328. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that "the safe clip needle clipper device will not lock, the top piece flips open after the needle is clipped" on a bd safe-clip needle clipping & storage device. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: male; event attributed to: other; device single use?: no; device returned to manufacture: no.

Manufacturer narrative:
The description was corrected, this malfunction is not reportable.

Event description:
It was reported that "the safe clip needle clipper device will not lock, the top piece flips open after the needle is clipped" on a bd safe-clip needle clipping & storage device. This event was over reported, this malfunction is not likely to lead to serious injury and is non-reportable.